Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via e-mail that the customer had a leakage on the reservoir. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer declined helpline assistance. The reservoir will be returned for analysis.